Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that she had been running outside, and it began raining, leading up to the alarm. The customer's blood glucose was 116 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The up arrow button on the insulin pump had intermittent response due to corroded keypad traces. No button error alarms noted during testing. The device had cracked reservoir tube lip, battery tube threads, display window corners, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.